Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the panel pull tab is missing. However, eval also revealed that the pt access windows panel side a and b slider bodies are open. There are multiple damages to the canopy observed. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
Customer reported that the pull tab is missing from the zipper head on the small window. The reported issue was discovered during setup. There was no pt incident or injury reported.